Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) has been confirmed. Upon investigation the trunk cable connector was cracked and the yellow (pgnd) wire was broken inside of the connector. The root cause for the damaged connector and broken wire could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt and broken wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204 and that her electrode belt connector was damaged. The pt was issued a replacement electrode belt.